Event description:
Procedure: laparoscopic nissen fundoplication. Reportedly, the instrument kept deflating. This caused the facility to have another assistant scrubbed in with the patient having un-inflated retraction. Saline was administered into the balloon of the device with the syringe kept at the proximal of the handle to avoid collapse of liver. No patient injury.